Manufacturer narrative:
On (B)(6) 2019, upon further review of the provided information, mentor's clinician concluded that the patient also experienced capsular contracture baker grade ii on the left side. The patient underwent left breast capsulodesis, replacement of left breast implant with new mentor saline implant, addition of 60 cc in right breast implant to improve symmetry, and right breast cyst removal on (B)(6) 2018. Upon explantation, the left device was noted to have a small leak and was rippled. Breast tissue was removed on the right lateral part around 6 to 9 o clock and 10 o clock position. This was identified as a multinodular cyst that was removed and the tissue was sent to histopathology. The results of the analysis was not provided. The right side device remains implanted. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation with a 350cc mentor smooth round moderate plus profile saline on the left side and an unspecified mentor saline prosthesis on the right side, experienced asymmetry of the breasts with ptosis of the left breast and right breast cyst post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor implant on the left side and right breast biopsy with removal of the right breast cyst on (B)(6) 2018. This medwatch form is for the right breast prosthesis.